Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with a non-synthes prosthesis and synthes hardware consisting of the following parts: (one) 4.5 mm locking compress plate (lcp) proximal femur hook plate, (three) cables with crimp, (three) cerclage positioning pins, (two) 5 mm locking screws, and (one) cortical screw for the right hip on (B)(6) 2015. The patient developed a septic right hip infection. The non-synthes prosthesis for the right hip failed and was removed with all synthes¿ parts on (B)(6) 2015. The patient was revised with a new synthes plate and a new non-synthes prosthesis. At the end of the case, one of the cerclage positioning pins had fallen off the plate. The surgeon attempted retrieval and was unable to retrieve the pin which caused a twenty minutes surgical delay. The patient outcome was reported as good. This is report 1 of 10 for (B)(4).

Event description:
It was reported that patient was implanted with a non-synthes prosthesis and synthes hardware consisting of the following parts: (one) 4.5 mm locking compress plate (lcp) proximal femur hook plate, (three) 1.7 mm cables with crimp, (three) cerclage positioning pins, (two) 5.0 mm locking screws, and (one) 4.5mm cortical screw for the repair of the right hip of an iatrogenic fracture on (B)(6) 2015. Patient developed a septic right hip. The non-synthes prosthesis for the right hip had failed and was removed with all synthes¿ parts on (B)(6) 2015. Patient was revised with a new non-synthes prosthesis, and new synthes¿ hardware consisting of the following parts: (one) 4.5 mm locking compress plate (lcp) proximal femur hook plate, (three) 1.7 mm cables with crimp, (three) cerclage positioning pins, (two) 5.0 mm locking screws, and (one) 7.3 cannulated locking screw. There was no surgical time delay reported for the explant surgery. The patient status outcome is good and the surgery was successfully completed. This is report 1 of 10 for (B)(4).

Manufacturer narrative:
Event date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lc proximal femur hook plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.